Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the bag-to-vent microswitch. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit failed the preoperative checkout; mechanical ventilation was not available. There was no report of patient involvement.